Event description:
It was reported patient underwent a total right knee arthroplasty on (B)(6) 2006 and a total left knee arthroplasty on (B)(6) 2006. Subsequently, patient underwent a left knee revision on (B)(6) 2013, due to infection from a uti seeding in his knee. All components were removed and replaced with cement molds.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection, and allergic reaction." This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-04769 / 04772).